Event description:
The patient had low back pain and was placed on electric stimulation for a 20 minute treatment. The patient stated that in the last 3 - 4 minutes of the treatment that the machine stopped for approximately 3 minutes. When the machine came back on he stated that the machine "surged." The patient called for assistance and the machine was turned off. The pads were removed; there was no redness and the patient had no increase complaint of pain.